Event description:
It was observed that during the evaluation, the thunderbeat 5 mm, 35 cm, front-actuated grip type s exhibited that the tissue pad was peeling. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the tissue pad was peeling. Based on the results of the investigation, it is most likely that the reportable issue was due to: 1) during the seal and cut output, nothing was being held between the grasping section and the probe tip (including after the tissue was cut), causing the tissue pad to wear out. 2) abnormal heat generated by wear on the grasping section and probe tip caused part of the tissue pad to peel off. 3) the tissue pad became unusable because part of it peeled off. However, the reported malfunction could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.